Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was complaining of a burning sensation around the area of pump. The pump was under the sternum, and a pink spot was reported on the patient's skin. Reportedly, the pump could be palpated. There were no signs of infection. The CT scan revealed nothing abnormal. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on vad support and no further issues have been reported. A direct correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.